Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv lead was observed to be dislodged under fluoroscopy during one week post-implant follow-up. The lead was successfully repositioned without any complications on (B)(6) 2016. The patient was stable.